Event description:
The patient reported that they were experiencing stimulation in the wrong location daily and a loss of therapy. The patient was implanted on (B)(6) and the same day they were feeling a sensation in their stomach and not their back which was a sudden change. The patient programmer (pp) had not been used to check the device and the patient didn¿t know how to use the pp and didn¿t seem to want to troubleshoot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).